Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was slow to establish telemetry with the implantable device. Analysis was unable to confirm the customer comment that the programmer was freezing and slow to use during interrogation of an implantable device. It was noted that the flex tape, upper hinges, and the lower hinge plate were damaged. The programmer hard drive was reimaged and the programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to establish telemetry with the implantable device. It was further reported that the programmer was freezing and slow to use during interrogation of an implantable device. It was noted that the programmer screen temporarily froze during formatting of the report message and was slow to print the report. It was noted that it was eventually possible to interrogate with the programmer. No patient complications have been reported as a result of this event.